Manufacturer narrative:
Corrected h.6 investigation conclusions. Added information to h.6 type of investigation and investigation findings. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided of the patient's anatomy. Calcium was present in the access vessel. The access vessel was smaller than the minimum luminal diameter recommended for the use of the sheath. Per a technical summary written by edwards lifesciences, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The resistance between system components (inability to advance through sheath) was unable to be confirmed due to unavailability of the returned device and/or applicable imagery. Available information suggests patient factors (calcification, undersized vessel) likely contributed to the event as per provided image there was presence of calcium at access vessel. Additionally, the access vessel was not large enough (< 5,5 mm). Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Sheath insertion/advancement difficulty is an identified hazardous situation associated with the transcatheter valve replacement procedure. To promote successful introduction of the esheath/esheath+ and introducer, design requirements and drawings include smooth transition between the sheath tip and introducer shaft (with a nominal defined gap), sheath tip and shaft materials selection and sheath/introducer dimensions, 0.035'' guidewire compatibility, adequate sheath-introducer locking feature, and no premature opening of the distal tip or seam of the esheath/esheath+ during introducer insertion. Esheath and esheath+ were verified and validated including for lubricity and durability of the hydrophilic coating. Mitigations include visual and dimensional inspections of the sheath, introducer, and hydrophilic coating, sheath kink testing, guidewire compatibility, and bond strengths. Edwards also provides guidance and instructions on visualizing and assessing vasculature, device prep, and proper insertion techniques in the instructions for use (IFU) and training/refresher training materials, including adequate hydration of components, use of 0.035'' guidewire, and appropriate orientation of the esheath/esheath+ seam in the vasculature. Training materials also note that insertion push force can vary due to the angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to sheath insertion/advancement difficulty. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient and procedural factors such as calcified, tortuous, or undersized patient vasculature and/or a steep insertion angle can create a challenging pathway for sheath introduction. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, while undersized vessel diameters can constrain the sheath increasing friction and leading to higher push force. In addition, vessel tortuosity and a steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Inadequate or constrained patient access site can also cause difficulty and lead to the strain relief to catch onto the anatomy as it is advanced. As a result, the operator may apply excessive manipulation or increased push force to overcome the difficulty, which may lead to sheath tip or shaft damage, including premature opening of the tip or lifting of the liner. Furthermore, more than one of these factors can compound and further lead to difficulty during sheath introduction into patient anatomy and/or lead to consequential damage of the sheath. In this case, the complaint was unable to be confirmed unable to be confirmed due to unavailability of the returned device and/or applicable imagery. Investigation results suggest/indicate that patient factors (calcification, undersized vessels) may have caused or contributed to the inability to introduce the sheath. No edwards defect or manufacturing nonconformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra/fca) is required.

Event description:
As reported by our affiliates in brazil, this was a case with a 26mm sapien 3 valve in aortic position by transfemoral approach. No abnormalities were noted with the sheath prior to use. During the procedure, resistance was felt while inserting the esheath through the vasculature. The commander delivery system got stuck and was unable to advance through the esheath. The entire system was removed with the valve capped inside the esheath as a single unit. After the withdrawal, the esheath was more dilated than normal but no damage was observed. Post arteriography showed an iliac artery segment dissection and a revested stent was used to solve this issue. The procedure was aborted without other complications. Patient was stable and out of the ICU. Per medical opinion, severe calcification caused the dissection.

Manufacturer narrative:
Investigation is ongoing.